Event description:
It was reported from a cord blood processing facility that, in the course of processing a unit of cord blood for frozen storage, a drop of cord blood product was observed on the outer surface of the large compartment.

Event description:
Metal tip of inserter broke and remained inside of the cannulated middle of implant screw, and was left in patient humerus of left shoulder. Unable to pull metal piece out

Manufacturer narrative:
The involved device was not returned to the firm by the report. A photograph of the reporter's observation of the device was instead remitted. The photograph was evaluated by engineers at the device's manufacturing facility. The photograph appeared to indicate a hole in the bag which allowed a small drop of cord blood product to leak from the freezing bag component of the device. The hole appeared to have been made by a sharp object. A review of the manufacturing process revealed nothing that could have caused this type of damage. A review of the device's lot history indicated that the device was manufactured in accordance with established procedure and met all requirements for release. Summary: the reporter's observation was confirmed. The cause of the observed drop of cord blood product on the outside wall of the freezing bag was that there was a hole in the wall. The action that caused the hole was indeterminate. Unless substantially significant information is received, this constitutes a final report.